Event description:
It was reported, catheters kinking. No other information was provided. It was reported this occurred with 79 devices. This report addresses all 79 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinked catheters was confirmed but the cause is unknown. A file, containing 20 slides of radiographs, was returned for evaluation. Of the 20 slides, all contained kinking or looping except for two of the slides. Therefore, there were 18 confirmed events and two unconfirmed events. There were an additional 29 events that were reported but did not have an image or sample returned. These events will be inconclusive as the lack of a returned samples prevented both confirmation of the reported events and identification of root causes. A summary of the events can be found below as well as potential contributing factors. Events 10&18 / unconfirmed: problem could not be reproduced: the radiographic images returned for these events showed overlapping of the catheter but did not contain enough evidence to confirm a kink. Events 1-2, 6-9, 11-13, 15-17 & 20/confirmed, cause unknown-kinks at the skin or venous entry: the most common location of kinks in the returned images were located at/between the skin entry and venous entry sites. The exact cause of kinks could not be determined. However, possible contributing factors for kinks in these locations could include placement characteristics (e.g. Steep insertion angles), securement methods, patient positioning, and/or anatomical variables (e.g. Muscles and soft tissues which can press on the catheter). Event 3/confirmed cause unknown-looping in the right axillary region: this radiographic image showed looping of the catheter within the right axillary region. The exact cause of the catheter looping could not be determined but it is possible for the catheter to become looped within this region as it is an area of transition to the more central venous structures which may be narrowed or contain valves. Event 4/ confirmed cause unknown-kink overlaying the innominate vein: this radiographic image contained a kink in the tubing overlaying the left innominate vein. It appeared that the PICC failed to go into the svc which could occur due to an obstruction or narrowing. The catheter had traversed from the right to the left innominate veins and is likely going into a smaller tributary where the catheter can become kinked. Event 5/confirmed cause unknown-looped and kinked: the catheter was looped and kinked in this image. It appeared that the tubing went from the subclavian vein into what appears to be the right internal jugular vein and then down into the svc. There is either an anatomical variance with a high insertion of the subclavian into the rij and svc or there is a loop of catheter the enters into the rij. Event 14/ confirmed cause unknown-kinking in central chest: for the radiograph found on slide 14, two areas of kinking were seen in the central chest. The more severe bend was seen over the spine. The exact cause is unknown, but a possible contributing factor could include the patient¿s anatomy with or without superimposed scarring. Event 19/confirmed cause unknown-kink as the catheter entered the svc: the frontal chest radiograph showed the catheter tubing overlapping with a probable kink where the catheter entered the svc. The exact cause of the kink could not be determined. However, a possible contributing factor for a kink in this location could include a large bore catheter in the svc. Events 21-31 & 33-50: no samples or images were returned for these events. These events will be inconclusive as the lack of a returned samples prevented both confirmation of the reported events and identification of root causes. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that catheters are kinking. Additional information: customer reported 49 occurrences of kinking in PICC devices inserted between (B)(6) 2023 and (B)(6) 2024. Indwell time of the catheters ranged from 0 days to 66 days, with an average indwell time of 12 days. Kinks were discovered between (B)(6) 2023 and (B)(6) 2024. PICC models are unknown. Placement details are also unknown.

Event description:
It was reported that catheters are kinking. Additional information: customer reported 49 occurrences of kinking in PICC devices inserted between (B)(6) 2023 and (B)(6) 2024. Indwell time of the catheters ranged from 0 days to 66 days, with an average indwell time of 12 days. Kinks were discovered between (B)(6) 2023 and (B)(6) 2024. PICC models are unknown. Placement details are also unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The original MDR was submitted for 79 occurrences. During follow up with the customer, additional information was received for 30 events, including material and batch numbers. Those events have now been submitted in mdrs referenced as related report numbers. See the attached spreadsheet containing information for each occurrence, including insertion dates and event dates. Product information and patient information was requested but was not provided by the complainant.